Manufacturer narrative:
Reported event of the hook breaking in the shoulder is confirmed. Visual examination of returned used device, item c6370, found suture hook broken off at the tip. Broken piece was not returned. Examination was performed per print c6370. Suspect, device failed due to excessive bending. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 15 complaints, regarding 16 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage, and unintentional patient injury may result. Avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage, and unintentional patient injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage, and unintentional patient injury may result. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The conmed canada reported on behalf of the customer that the c6370, spectrum ii suture hook, medium crescent was being used during an instability procedure on (B)(6) 2023 when it was reported ¿hook broke off in shoulder.¿ further assessment questioning found that the device was retrieved using ¿general surgery style manual instrument.¿ the procedure was completed with the use of an alternative arthrex firestick device and over 30 minute delay was reported. It was also reported that ¿there is no concerns for the patient¿s status as the surgery went as planned.¿ there was no report of injury, medical intervention, or hospitalization required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet returned.

Event description:
The conmed canada reported on behalf of the customer that the c6370, spectrum ii suture hook, medium crescent was being used during an instability procedure on (B)(6) 2023 when it was reported ¿hook broke off in shoulder.¿ further assessment questioning found that the device was retrieved using ¿general surgery style manual instrument.¿ the procedure was completed with the use of an alternative arthrex firestick device and over 30 minute delay was reported. It was also reported that ¿there is no concerns for the patient¿s status as the surgery went as planned.¿ there was no report of injury, medical intervention, or hospitalization required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.